Manufacturer narrative:
(B)(4): the meter was evaluated and the primary complaint was not confirmed. No error message was observed. The meter was found to function properly with no faults found.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was prompting the apply sample symbol instead of counting down to the results. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue began at an unspecified time on (B)(6) 2012. The patient reported managing her diabetes with diet, exercise and oral medication (type/dose unknown). The patient claimed that she developed the symptom of "body confused" on the same day of the alleged issue (unspecified time). The patient told the cca that she consumed more water on (B)(6) 2012 than in her typical diabetes management. The patient stated that she was treated in the emergency room with intravenous fluids on (B)(6) 2012. The patient confirmed that she was tested on the emergency room meter, however, she was unable the recall the result. At the time of troubleshooting, the cca confirmed that the patient was not using the subject meter for the first time, that the patient was using the correct test strips and that the test strips were completely drawing in the sample. During troubleshooting the patient informed the cca that they were applying the sample to the flat surface on the tip of the test strip. Per the ultramini user guide the patient should apply the sample to the opening on the side of the test strip and allow the sample to be completely drawn in. The alleged issue was not resolved with troubleshooting. Replacement product was sent to the patient. This complaint is being reported as an adverse event because, the patient reportedly developed symptoms and required treatment by a doctor in the emergency room as a result of the alleged issue.

Manufacturer narrative:
10/17/2012-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on [10/17/2012] with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.